Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#3347333. 1-the products of this batch were assembled at intima ii auto line 4 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found at the head of the needles. Please see the attachment for photos. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Because the foreign matter similar white plastic at the head of the needle cannot be identified, the root cause of this defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter (B)(6) 2024, closed indwelling needle just unpacked at the head of the needle there is a similar white plastic, to re-replace the closed indwelling needle, reported to the supervisor, did not cause adverse consequences.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.